Event description:
It was reported that during use - ongoing ventilation - the touch screen of the device suddenly became irresponsive - the affected device was replaced by a spare ventilator. Reportedly the patient was in critical situation (resuscitation before) - there was no information that patient´s state of health was impaired or worsened by the reported ventilator issue (irresponsive user interface).

Manufacturer narrative:
There was no involvement of the local draeger s&s organization into examination of the device and thus, the available information is very limited. The manufacturer concludes a case-specific evaluation is not possible without knowledge of the observed device behavior or follow-up actions. It cannot be excluded that an external damage (unintended impact) or a technical issue, e.g a sw (software) runtime error, made the touch screen irresponsive. The sw runtime error may have been triggered by non-device related aspects such as an electrostatic discharge of the user during interaction with the device. And in fact, also other scenarios than sw runtime errors would be imaginable explanations for the reported behavior. For example, when the device does not sense a valid breath it switches to apnea ventilation. In this mode, the ventilator does not react upon all user input commands like in other modes for reasons of patient safety ¿ a specific key must be used to terminate this mode and to enable all other keys and the touch screen again. Due to lack of relevant information the root cause remain unknown. This report is filed in abundance of caution since it is not known if the reported behavior was related to an error condition or not and for how long the unresponsiveness of the user interface indeed persisted. The device has no UDI as a UDI was not required at the time the device was manufactured.